Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device has a broken internal lens. A visual inspection was performed and showed the scope to have distal tip damage and a broken negative lens. This damage is caused by contact with another source. No manufacturing related defects were observed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy a 70 degree scope, part of the 475ln0104lrc I hip access set was unusable, straight out of the set with damaged, scratched distal tip and possible broken internal lens. The kit was sent for decontamination after we dispatched it, the decontamination site is off site ihss. The patient was on the table, under anesthetic, knife to skin with his hip distracted. As no back up device was available, the procedure had to be cancelled and rescheduled.